Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced incontinence and infections.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2010 mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.